Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that zero tip basket was used in a procedure on (B)(6) 2017. According to the complainant, when opening the basket, a basket wire was found broken. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A zero tip basket was received for analysis. A visual evaluation of the returned device found that the basket was in opened/extended position when received. All of the basket wires were present and one was found to be broken but was still attached to the proximal end of the basket. The complaint of wire being broken was confirmed. Residues were present on the device indicating use and handling. The evaluation concluded that during procedure the excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure found. Therefore, the most probable root cause of this complaint is "operational context", since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that zero tip basket was used in a procedure on (B)(6) 2017. According to the complainant, when opening the basket, a basket wire was found broken. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.